Event description:
It was reported to philips that the device failed self test. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed. The fse re-ran the self test and the device passed. Upon conclusion of the evaluation, it was determined that this was a malfunction of the self test. The fse re-ran the self test after an inspection was done and the device passed. The device passed all performance assurance testing and was returned to use. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device failed self test. There was no patient involvement.